Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
Note: this report pertains to the fifth of five resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for food bolus in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, after the food bolus was removed the patient started to bleed. The physician decided to place a resolution 360 clip, however, after passing the clip down through the endoscope the tech and physician noted that the clip was prematurely deployed and appeared crimped. This happened five times in a row. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.